Event description:
It was reported that the pump was implanted on 12-26-1997. On 4-2-98, an attempt was made to access the pump without success. The pt was taken to radiology where it was determined that the catheter was not attached to the pump, but was still in the gastro-duodenal artery. The pt had a new pump was attached. There were no further complications.